Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the surgeon who put the device in did a very bad job. A different surgeon put the leads in. When the patient met the surgeon they talked about placing the implantable neurostimulator (ins) on the right side but they placed it on the left side. Before implantation, the patient lost 150 lbs and the area on the left side was a little fleshy because of the weight loss. The patient specifically required the right side because it was a better spot there. This surgeon had done plastic surgery in the past, did a tummy tuck and gastric bypass on the patient so per the patient they should have known that they were putting the ins in a very bad place. Since implanted, the ins was moving around a lot. The patient was able to almost flip it over since day one. Since implant, there was difficulty charging. Charging was more of a pain than a relief. In order to charge the ins, the patient had to put so much pressure on it to keep it from moving. Since the ins moved around it would go from 6 bars to none during recharge. The patient had to reposition the antenna over and over, 9-10 times. The patient had tried adhesive discs. The patient had to go into a position where they used 3 pillows on their side and it was the only way they could charge. The patient was concerned that their device might have been affected by a device recall. The patient wanted to know if their device had been affected. Before implant, the patient had been told that with hd settings they would need to charge about twice a week but the patient had to charge every day or every other day (24-48 hours). All the charge was gone or almost gone. The patient was asked if the overdischarge was confirmed, the patient stated that they did not remember exactly. Their device was doing funky things and could be a part of a recall affecting their charging. The patient stopped using the device since maybe 2 months after implant and it had gone uncharged that entire time. The patient mentioned multiple events in their personal life including their father¿s passing away and moving to another stated. About a month ago, the patient had their new hcp look at the device. This new hcp stated that they were not surprised that the patient could not charge and it was a poor job. It was reported that the leads should have been put 2-3 levels higher based on the relief that the patient needed.